Event description:
Medline 60ml syringe that is individual wrapped was found to have a long hair coming out of the plunger after drawing up medication in sterile environment. Ref syr160010, lot 220101, exp 12-1-2026. FDA safety report ID# (B)(4).